Event description:
It was reported that deflation issue occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. Device was inserted via sheath and crossed the lesion fine but once inflated, the balloon would not deflate regardless of multiple attempts to deflate, exercising endoflator and exchanging wires. The balloon, wire and sheath were all removed together. The balloon was still inflated at time of removal. The procedure was completed with a different device. No patient complications were reported.